Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient suffered from a subtrochanteric left femur fracture on (B)(6) 2012. On (B)(6) 2012, patient was implanted with pfna ii. On (B)(6) 2013, patient complained of high left thigh pain. X-rays revealed the pfna ii was broken at subtrochanteric region. It is reported that the implant was unable to be removed. No further information is available at this time. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. As we do not receive the involved implants for investigation and based on the available information please take note as following: synthes is a ce certified manufacturer and distributor of surgical instruments and implants for the treatment of bone fractures on a world wide basis. Synthes (B)(4) herewith declares that the examination of the raw-material testing certificates and the manufacturing papers for the below listed article showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao asif specification and with the international standard, eso396-anr. Art. No.: 472.114s, lot no.: 2825684 pfna-ii 9 sm 130 degree l200 tan. This lot was manufactured in january 2012, 12 parts according to our specifications. All devices were sold meanwhile and we are not aware of any quality problems or failures caused by a faulty product.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found. Device is not distributed in the united states, but is similar to device marketed in the USA.